Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was not able to confirm or reproduce analyzer shut down; analyzer passed all systems tests. Analysis found the analyzer patient connection was loose. Concomitant product: product ID: 2067, radio frequency head. (B)(4).

Event description:
It was reported that the analyzer continued to shut down and the programmer power cable cover broke off. Further follow-up indicated that when the analyzer program was opened up for an implant, it kept shutting down. A different programmer was used for the procedure. The analyzer and programmer have been returned for repair. There was no patient involvement.